Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that out of range impedances were found on the new ins. There could have been debris in the port related to normal procedure tissue, but otherwise no external factors could have affected the device. The rep tested impedances at 1.5v and pw 210 where 3/4 electrodes were out of range. Then re-tested at 1.5v and pw 240 where 2/4 electrodes were out of range. Rep had the physician disconnect the lead and clean/irrigate the lead and reconnect. The physician ensured the pocket incision edges were approximated and re-tested with 2/4 electrodes still out of range. The hcp replaced the battery with a new ins. When testing impedances at 1.0v and pw 210 2/4 electrodes were out of range. When parameters were increased to 1.5v and pw 240, all electrodes were then within range and the incision was closed. The issue was resolved at the time of the report. No patient involvement occurred, and no further complications were reported or are anticipated.

Manufacturer narrative:
Correction: the evaluation method code is 4118. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.